Manufacturer narrative:
Additional information: d10, h3, h6. The tears seen at explant were confirmed. Leaflets 1 and 2 were torn. There was circumferential pannus ingrowth on the inflow surface of the valve, which narrowed the inflow diameter. No inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On an unknown date the patient presented to the clinical experiencing shortness of breath. An echocardiogram was performed an aortic regurgitation. The patient was admitted to the hospital due to heart failure and was discharged in (B)(6) 2019 and was closely monitored. However, pulmonary hypertension and heart failure symptoms worsened and on (B)(6) 2020, the valve was explanted. Upon explant a tears were observed between the left coronary cusp (lcc) and non-coronary cusp (ncc) and the leaflet was peeled off the stent post. The valve was exchanged for an 25mm inspiris resilia aortic valve. The patient was reported to be in stable condition. .